Event description:
Report that cell saver bowl. Split while in use and contaminated blood machine. Another cell saver used. No pt impact. Note: previous conversation with MFR stated. "1) defective bowl production", "2) change bowl every 9-10 (units) on long cases" bowl had been changed four times during this case (ie. Not "overused/stressed"). This is not first time this has occurred.